Manufacturer narrative:
Event description: no additional information was provided from the physician or hospital for this event. An event of high gradient was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a patient who had been implanted with a 19mm trifecta valve on (B)(6) 2012 was diagnosed with elevated aortic gradient. The peak gradient was 82, with a mean of 56, transvalvular velocity of 4.5 m/s and a valve area of 0.9. The physician elected to perform a tavi procedure in (B)(6) 2018 (date unknown); however, due to patient anatomy the procedure was aborted as vascular access could not be obtained. The patient was discharged. Per report the patient underwent a tavi at another facility on an unknown date. Additional information was requested, but the physician and hospital did not provide additional information.

Event description:
On (B)(6) 2018, a patient who had been implanted with a 19mm trifecta valve on (B)(6) 2012 was diagnosed with elevated aortic gradient. The peak gradient was 82, with a mean of 56, transvalvular velocity of 4.5 m/s and a valve area of 0.9. The physician elected to perform a tavi procedure in (B)(6) 2018 (date unknown); however, due to patient anatomy the procedure was aborted as vascular access could not be obtained. The patient was discharged. Per report the patient underwent a tavi at another facility on an unknown date. Additional information has been requested.